Manufacturer narrative:
Follow-up #1 date of submission 02/02/2015-product analysis:the device was returned and evaluated by product analysis on 01/16/2014 with the following findings:a battery compartment crack was observed. The returned battery cap threads were damage and the cap was unable to secure properly to the pump and an intermittent power issue was experienced. A test cap was able to secure properly to the pump. Using the test cap, the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s power circuit. Unrelated to the complaint, the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with a damaged battery compartment and battery cap. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.